Event description:
It was reported that the "mandrin of stomach tube jammed/could not be easily removed." Add'l info received on (B)(4) 2014, informing "the user could not properly pass through the stomach tube stylet. This made it even necessary to set more than once a new probe; it had to be set a new nasogastric tube; there were several probes tested in a row before they were put to the pt and you have been here determined that the stylet can be difficult to draw and since, this problem has occurred in several pts, and even in advance, the medical history of a pt will not be relevant." Further info was received on 05/19/2014, informing the product was used "2-3 minutes, which is the time it takes to push the stomach tube through a nostril down to the stomach, aspire gastric juice just to make sure nozzle is in place and then pull out (or no to pull in our case) the mandrin. It was further reported "products of that lot showing this fault were altogether used with five pts." Based on the follow up info received, it was reported that this use occurred five separate cases. (Report 6 of 6).

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. Add'l info was further reported via email on (B)(4) 2014, "the product was used both to pts, including for testing it. Since the customer already used this product for a long time and then present before, and also in the other batches no problems of this kind, it is I think obvious that this is clearly a batch problem; and pt's info is unavailable." Another email was received on 05/19/2014, reporting "nursing staff opened further blisters of that lot to see whether the product fault was confined to that batch". Add'l pt/event info was requested on 05/20/2014. Please note: issue occurred on six (6) separate cases. A separate 3500a form has been completed for the other five (5) cases under pt identifier#(s) (B)(6). MFR report#(s): 3005778470-2014-00024, 3005778470-2014-00025, 3005778470-2014-00026, 3005778470-2014-00027 and 3005778470-2014-00028 respectively. (Report 6 of 6). No add'l pt/event details have been provided to date. Should add'l info become available a follow up report will be submitted. Reported to FDA on may 20, 2014. (B)(4).